Manufacturer narrative:
The device was returned for analysis. The device difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The difficult to open or close was confirmed based on the return condition of the device. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The device was removed against resistance with the foot open. The perclose prostyle instructions for use (IFU), states, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The reported patient effect of tissue injury is listed in the perclose prostyle IFU, as a known adverse event associated with use of suture mediated closure devices the reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, the anterior foot was found not intraluminal and when closed likely captured calcified tissue which caused it to surf distally during foot closure and locked it into that position. This condition likely led to the tearing of vessel when the device was removed with resistance. The failure to cycle is likely caused by the calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot # updated from 4010241 to 4011042. H4 - device manufacturing date 1/2/2024 to 1/10/2024.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle suture did not come out when the device was deployed. The anterior portion of the footplate did not retract completely. The device was removed against resistance with the foot open. Three other prostyle devices were noted to have the footplate not completely retract when removed. The vessel was noted to be damaged. The sheath was upsized to 16f, and the tavi procedure was completed. A vascular patch treated the vessel and achieved hemostasis. There was no reported clinically significant delay in the procedure. Subsequent to the previously filed report, the following information was received: reportedly, four other prostyle devices were noted to have the footplate not completely retract when removed against resistance. The vessel was noted to be damaged by the five prostyle devices. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 will be filed under separate manufacturing report numbers.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle suture did not come out when the device was deployed. The anterior portion of the footplate did not retract completely. The device was removed against resistance with the foot open. Three other prostyle devices were noted to have the footplate not completely retract when removed. The vessel was noted to be damaged. The sheath was upsized to 16f, and the tavi procedure was completed. A vascular patch treated the vessel and achieved hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.